Event description:
Pt called back stating that they couldn't get the ins to charge. Pt said that they talked to someone last week and they were sent a new charger, however the controller kept saying no device found. Pt said that they had also reset the controller in attempt to resolve the issue. Agent reviewed screen meaning and passive recharge with the pt. Pt was trying to recharge the ins already. Pt said that the trying to recharge screen appeared with the middle number as 97 and then 98. Pt was already in passive recharge. Pt saw that the controller light was flashing green. Pt eventually saw unable to recharge. Pt said that they had been through passive recharge several times and the ins still wasn't charging. Pt said that they could feel the vibration in their upper leg when the device was working, so that's how they knew when the device was working. Agent asked the pt when it was that they last successfully charged the implant (ins). Pt said that they didn't remember and that they had been trying for over a week to charge the ins. Agent reviewed and redirected to healthcare provider (hcp). Pt said that they were no longer with hcp since they moved and so they had a new pain management doctor who had not dealt with their ins yet. Agent also advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Case was re-opened due to e-mail response from rep. Agent viewed the response and then closed the case. Patient called to request controller replacement after speaking with rep. Technical services(ts) ordered controller replacement. Told patient to see hcp if controller replacement didn't allow her to get the normal recharge screen. Patient has an appointment with her hcp in the afternoon, jan 22nd. Pt called back and wanted assistance pairing con troller to ins and turning therapy off. Tss helped pt pair controller and turn therapy off. Patient called back and repeated previously documented event. Patient stated that they were trying to charge the implant when the controller screen went blank/unresponsive. Patient said they already reset the controller and tried to charge using the new ac power cord, but the controller still didn't work and make any difference. Agent had patient reset the controller with ac power supply and patient confirmed that the screen powered on and saw blinking green light to the controller when they put the battery pack back. Patient denied any visible damage to the battery compartment pins and the battery pack. Patient confirmed that the controller battery was recharging 70% while the implant was 30%. Agent had patient charge the implant and patient confirmed the implant was recharging with excellent quality. Patient will continue to charge the implant, will monitor the issue and will call back if the issue persists.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.